Manufacturer narrative:
Pharmacovigilance comment: sanofi company follow up comment dated march 4, 2014: the follow up information does not alter medical assessment of the case. Sanofi company comment dated february 28, 2014: this case concerns a patient who developed neurosarcoidosis, collapsed lung, infection after treatment with synvisc-one. Although the role of device cannot be excluded for occurrence of events; however, the lack of information regarding the concomitant medications used by the patient precludes the complete case assessment.

Event description:
This unsolicited device case was received from (B)(6) on (B)(4) 2014 from a consumer via patient support program. This case concerns a male patient of unknown age who experienced neurosarcoidosis and suffered collapsed lung and infection after receiving treatment with synvisc one injection. The patient medical history included hypertension and asthma. Concomitant medications included fluticasone propionate/salmeterol xinafoate (seretide), salbutamol sulfate (ventolin) and telmisartan (micardis). No past drugs and concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot number and expiration date unk) into an unspecified knee for an unknown indication. On an unknown date in (B)(6) 2013, the patient was diagnosed of having a virus after he went to the physician for the complaint of feeling quite unwell. On an unknown date in (B)(6) 2013, the patient had a blood test and scan (name unspecified) and was initially diagnosed as lung cancer/lymphoma. Later, he was diagnosed with sarcoidosis. The patient underwent few more tests and in the meantime he suffered from slurred speech and a droopy right-side of the mouth due to which the patient was diagnosed with neurosarcoidosis. On an unknown date in (B)(6) 2014, few tests were performed which confirmed the diagnosis of neurosarcoidosis. It was reported that the patient was advised to spend some time in hospital after he was diagnosed with neurosarcoidosis. On an unknown date, the patient was advised that due to the biopsy of the lung performed on an unknown date; the patient had suffered from a collapsed lung and an infection. Corrective treatment: several courses of antibiotics for the event of infection. Outcome: not recovered/not resolved for the event of neurosarcoidosis and unknown for the events of collapsed lung and infection. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for the events of neurosarcoidosis and collapsed lung. The reporter's overall causality for the case was not reported. It was reported that no further information was available and no consent for follow-up was provided. Additional information was received on february 27, 2014. Ptc investigation results were added.